Manufacturer narrative:
The product was returned on (B)(6) 2017 and evaluated. The evaluation showed peeling of the liner. This is consistent with an existing internal CAPA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned for analysis. However the reported behavior is consistent with a known issue in which an internal corrective action was initiated.

Event description:
Site reported a string-like fiber from the extended working channel catheter came out while biopsying during a superdimension enb procedure. The site reported nothing was left behind in the patient. There was no report of patient injury, death, or other serious adverse event.